Event description:
The company representative visited the facility and was informed that 2 of the iabps generated a "rapid gass loss". The iabps were maintained by a third party and the customer is unable to provide the specific serial number of the iabps that generated the alarm or any other detail of the event or the iabps. Iabps serial #: (B)(4).

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabps were tested to factory specification. It functioned normally and was returned to the customer. (B)(4).